Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the pump battery; no additional information was provided. There was no reported adverse impact to customer's blood glucose. Customer declined to troubleshoot at the time of report.